Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Consultant reported during a tibia rodding procedure, the set screw on the collar of the flexible shaft became loose. Technician was unable to fasten. Springs and holding pins became loose. Surgeon continued the case with a backup instrument. Surgery was reportedly completed successfully. This is report 1 of 1 for (B)(4).